Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No pump error noted during testing. The motor was tested outside of the device and passed. Hardware low level failures confirmed in the pump history file due to broken trace on u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 309 mg/dl. Customer states they did not receive request to rewind the insulin pump. Customer also performed self test and it was failed. Customer states alarm occurred during bolus delivery. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.